Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, oversensing due to non-physiologic signals/sic (sensing integrity counter), oversensing associated with the right ventricular lead, and the unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient received an inappropriate therapy due to ventricular fibrillation (vf). There were high thresholds, high impedance, sensing integrity counter (sic) and no capture on the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.